Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: gastric sleeve detailed description of event: nurse went to open and noticed a hair inside the packaging nil clinical impact additional information received from applied's senior territory manager via email on may 27, 2025: hospital cannot give us a date. Only that it was found yesterday. Type of intervention: they grabbed a new device and opened it to complete the case patient status: no patient involvement (before use).

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that the hairlike object originated from the manufacturing process. However, the exact root cause of the event is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Name of procedure being performed: gastric sleeve. Detailed description of event: nurse went to open and noticed a hair inside the packaging. Nil clinical impact. Additional information received from applied's senior territory manager via email on may 27, 2025: hospital cannot give us a date. Only that it was found yesterday. Type of intervention: they grabbed a new device and opened it to complete the case. Patient status: no impact - before use.